Manufacturer narrative:
Additional information: section: b.3, d.6b, d.9, h6. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.10 / h.11 and h.6. Advanced bionics considers the investigation into this reportable event as closed. In (B)(6) 2025 the recipient was re-implanted with another cochlear device. The recipient healed and using new device. No further follow up. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing eye twitching and eye watering with device use. The recipient has ceased device use. A CT scan revealed the recipient's cochlea is reportedly closer to their facial labyrinthine segment. Programming adjustment were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and tool damage to the silicone overmold on the top and bottom cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.